Event description:
Our affiliate is reporting that a pt had a shoulder repair in 2006. A cat or other electronic imaging was performed post op, and, it was discovered that 1 of the 3 fixation devices used in the repair had come out of its' bone hole. A second surgery was performed one month later to remedy the issue. The loose device was removed from the body and a replacement same type fixation device was successfully inserted in its' place. The case was concluded successfully without further indicent or harm to the pt.

Manufacturer narrative:
Nothing is being returned. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of 200 devices that were released to distribution, however, there is one other complaint of a different nature for this lot of devices in the mitek complaint system, that complaint is from the same facility and user as this complaint. Based on what is presented to us for eval of the reported event, we cannot conclude a root cause for the reported failure mode. At this point in time no further action is warranted.